Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated levels of cobalt and chromium.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history for the bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The provided implantation report indicated no inconsistencies related to the surgical technique, a potential cause or contributing factor for the later revision. According to the provided revision report, the post-operative diagnosis was pain and there was gray fluid upon capsulotomy. A reason for the pain was not specified and no potential contributing factors were described. Details about the gray fluid were not provided. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Pain prior to revision reported.